Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery and pump error alarms on insulin pump. The customer¿s blood glucose level was unknown. Assisted in performing insulin pump rewind. Customer was unable to complete pump rewind due to failed battery test. Unable to continue troubleshoot. Customer stated he has a black dot on the main screen next to reservoir. The insulin pump will not be returned for analysis.